Event description:
It was reported by service report that the power cord outer sheathing was damaged with no exposed bare wires. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: damaged power cord outer sheathing with no exposed bare wires.